Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Olympus completed three good faith efforts for additional information, but the customer was unresponsive. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation the adhesion/clogging of the material in the biopsy channel was confirmed, however the root cause of the foreign material remained in the device could not be identified. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no objects in scope. However, the evaluation found scrapes and tears inside the instrument channel, and switch 1 had a cut. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, during reprocessing, the foreign object was found and removed inside the air water nozzle of the gastrointestinal videoscope. There were no reports of patient harm.